Event description:
It was reported by service report that the power prongs on the power cord were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.